Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "faulty, intermittent light". No consequences or impact to patient were reported.

Manufacturer narrative:
Other, other text: a sensor was returned without the "do not discard" tag and evaluated. The sensor passed eeprom and visual inspection. During continuity testing, an open in cable on the emitter circuit at the bend relief area of sensor end was found. The sensor failed functional testing which resulted in the lab monitor to display an error message when connected with the sensor. The sensor led did not illuminate.

Event description:
The customer reported: "faulty, intermittent light". No consequences or impact to patient were reported.